Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence. It was reported that following insertion the patient experienced pain, infection, urinary problems, dyspareunia, and vaginal scarring. It was reported that the patient underwent incision of pubovaginal sling with urethrolysis and vaginalplasty on (B)(6) 2009 due to chronic dyspareunia, vaginal stricture, voiding dysfunction and urinary incontinence. It was reported that the patient underwent diagnostic laparoscopy and laser ablation of endometriosis on (B)(6) 2010 due to pelvic pain and endometriosis of the right uterosacral ligament. It was reported that the patient underwent vaginal mesh cut to release tension on (B)(6) 2012 due to pain during intercourse.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.